Event description:
It was reported the patient was sore at the implant site, starting three weeks prior to call. It was noted the patient went to the ER two weeks prior to call for swollen legs. It was reported the patient had high blood pressure, breathing problems, pain with going to the bathroom, and damaged sciatica.

Event description:
It was reported all impedances were within normal limits. It was noted the patient¿s issues were due to their sciatic nerve. It was reported the patient saw their healthcare provider and was doing better.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).